Event description:
Dealer stated that the joystick screen for a tdxsp-mcg power chair intermittently freezes up and says goodbye. Chair was being utilized by the end user at the time of this event. Chair will not operate, potential for the user to become stranded.